Manufacturer narrative:
During this complaint event review, it was identified that this event occurred within medtech warehouse during device refurbishment. Therefore this is not a reportable complaint.

Manufacturer narrative:
The device ro10009 has been inspected for investigation purposes. The tests performed confirmed that the interface block was non-functional. The defective parts were replaced for repair purposes.

Event description:
During an intervention performed at the customers site by our field engineer, it was identified that the robot arm interface was non-functional. There was no patient involvement reported.